Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: (B)(4) appeared while testing the device. The staff turned off the device and during the next test there was no problem.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: the logfile analysis confirmed the te 231009. This technical event indicates a problem with the blower module (part n° msp160250). The blower speed was 5% lower than the target speed for more than 5s which triggered the alarm. The defective blower module was replaced and returned under rga# (B)(4). The investigation confirmed that the blower module was defective. The service technician on-site successfully ran all required tests. The device worked as intended again. Te 231009 indicates a reduced target speed of the blower module. Although ventilation continues at all times this te may be a pre-sign of a blower issue. Consequently, and preventively, the case is assessed as reportable as an impact on the patient state of health (if the issue would occur during ventilation) may not be fully excluded.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: tf231009 appeared while testing the device. The staff turned off the device and during the next test there was no problem.